Event description:
The customer did not specify the reason for the return of the product. There was no patient incident or injury. More information received on the alarm states "no sound". Inspection of the product shows alarm powers on, but there is no tone.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the alarm powers on, but there is no alarm tone. (B)(4).